Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of peritonitis, characterized by abdominal pain. It is well established that pd patients are at high risk for infections of the peritoneum with most infections attributed to a break in asepsis during pd therapy. The exact cause of this patient¿s infection cannot be determined; however, there was no indication this patient¿s peritonitis was due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius customer service that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a catheter infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. It was affirmed the patient did not experience this symptom on or around the time of a pd treatment. Laboratory testing results obtained during this hospitalization were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology. Concerning the patient¿s report of a pd catheter (not a fresenius product) infection, the patient did not have a catheter infection and the diagnosis of peritonitis was the only diagnosis communicated from their doctor to the outpatient clinic. The patient was prescribed intraperitoneal vancomycin (dosage and frequency unknown) to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) until their pd catheter was removed due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on either (B)(6) 2024 or (B)(6) 2024 (exact date unknown). It was confirmed, though the exact source of infection remains unknown, there was no indication that the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd on the same liberty select cycler when the infection has resolved.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported to fresenius customer service that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler experienced a catheter infection. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain. It was affirmed the patient did not experience this symptom on or around the time of a pd treatment. Laboratory testing results obtained during this hospitalization were not reported to the outpatient clinic. The patient was diagnosed with peritonitis due to unknown etiology. Concerning the patient¿s report of a pd catheter (not a fresenius product) infection, the patient did not have a catheter infection and the diagnosis of peritonitis was the only diagnosis communicated from their doctor to the outpatient clinic. The patient was prescribed intraperitoneal vancomycin (dosage and frequency unknown) to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler (unknown brand and model) until their pd catheter was removed due to the severity and nature of infection. The patient was transitioned to hemodialysis (hd) on a hospital provided hd device (unknown brand and model) for renal replacement therapy for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2024 (exact date unknown). It was confirmed, though the exact source of infection remains unknown, there was no indication that the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd on the same liberty select cycler when the infection has resolved.